Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -9.5 diopter was implanted into the patient's right eye (od). Refractive surprise was reported, lens remains implanted. Cause of even was unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Additional information: b1-adverse event. B2-required intervention to prevent permanent impairment/damage (devices). B5-a facility representative reported that following an implantable collamer lens (icl). Implantation procedure, the patient experienced a refractive surprise. In a separate visit the lens was explanted. No further information. If additional information is received, a supplemental medwatch report will be submitted. D6b- unknown date. H3-device evaluation- lens returned in a microcentrifuge vial with moisture. Visual inspection haptic bent. Dimensional and functional inspections found lens to be within specification. Claim # (B)(4).